Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that infections occurred at the suture site. It was used in the internal lining of a rhinoseptoplasty. This is a well-irrigated area. The customer wonders if the monoplus suture absorbs bacteria more easily.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 2 closed samples. Tightness test to the closed samples received has been performed and the units are tight. Infection is a known side effect informed in the instructions for use of the product: as for any other sutures, after implantation the following side effects may occur occasionally: transient local irritation or inflammatory foreign body reaction. An occasional stitch sinus or abscess, infection at the wound site, seroma, haematoma, pain, suture extrusion, suture granuloma and wound dehiscence (causing hernia or burst abdomen) may not be excluded. Existing infections may occasionally be enhanced by any foreign body. As for all absorbable sutures, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply may not be excluded. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no further information regarding patient and post-operative data received, nevertheless, infection is a known side effect. Final conclusion: although the results of the closed samples received fulfils b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.